Event description:
Same case as 2134265-2008-01938. It was reported, by the pt, that post a coronary drug eluting stenting treatment procedure, an allergic reaction occurred. The pt had two taxus express2 stents placed, one in 2008, the second about one month later. Approximately one week post implantation of the second stent, a taxus express2 3.0 x 12mm drug eluting stent, the pt developed hives and is "itchy all over." Additional info regarding this event has been requested, but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If ther is any further relevant info from that review, a supplemental medwatch will be filed.